Event description:
It was reported that the right ventricular (rv) lead impedance continued to drop along with some ventricular high rates that could be attributed to noise. The rv lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead impedance continued to drop along with some ventricular high rates that could be attributed to noise. The rv lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.